Manufacturer narrative:
Corrected: f10: device codes - fracture 1260 to material deformation a0406. Device evaluated by MFR.: promus elite ous mr 32 x 2.75 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal and mid stent regions were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks located along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014" test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. A 32x2.75mm promus elite mr drug-eluting stent was advanced but failed to reach the lesion. The device was removed and it was noticed that several distal struts had broken. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent fracture occurred. A 32x2.75mm promus elite mr drug-eluting stent was advanced but failed to reach the lesion. The device was removed and it was noticed that several distal struts had broken. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.